Event description:
It was reported that a m.blue plus (part # fx834t) was implanted during a procedure performed on an unknown date. According to the complainant, the patient underwent a shunt replacement procedure on (B)(6) 2022. Reportedly, the patient was experiencing "continued symptoms, headache, etc." The complaint device was not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Statement: description of complaint: on (B)(6) 2022 we received the information via sap about a complained m.blue plus. The sample or further product details (batch, serial number) are not available. Manufacturing and quality control data: no manufacturer data are available, because no product data were submitted. All m.blue plus were finally tested, released for packaging and sterilized by miethke. No further traceability data could be checked, because missing product data. Every product has to pass a final specification test and will be shipped only after successful completion. Conclusion information: due to the missing sample, we are unable to provide a meaningful investigation. Deposits in the shunt system may possibly be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valves. However, a meaningful result requires a complete investigation of the sample. Further actions: from our point of view, no further regulatory actions are required.